Event description:
Reporter alleged he was feeling light-headed and dizzy, which are hyperglycemic symptoms for him, when he obtained a result of 107 mg/dl on the aviva system. Reporter stated he went to the ER and they obtained a result of 386 mg/dl on their system which was 20 minutes after the initial result he obtained. Reporter stated he was given an IV and 20 units of lantus. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
The account alleges that while trying to place the device into trendelenburg, the foot end fell downward to flat position unintentionally. A pt was in the bed at the time of the incident (see additional info, for details on pt).